Event description:
Bayer case number: (B)(4). Significant pain that is always present without respite and prevents a normal life. [Pelvic pain female] abdominal pain [abdominal pain] ovaries pain [pain ovarian] haemorrhagic periods [heavy periods] lumbar pain/back pain [lumbar pain] sacrum pain [sacral pain] legs pain / feet pain/hands, arms pain [pain in extremity] neck pain [neck pain] fibromyalgia [fibromyalgia] joint & muscle pain [arthromyalgia] blocking of certain hip movements (no longer possible to put on socks, for example) [joint range of motion decreased] adenomyosis [adenomyosis] deep endometriosis [endometriosis] headaches (night and day) [headache] hypertension at one poin [hypertension] postural orthostatic tachycardia syndrome [postural orthostatic tachycardia syndrome] tachycardia [tachycardia] bradycardia [bradycardia] cutaneous histiocytosis group [histiocytosis] rosacea [rosacea] alopecia areata [alopecia areata] small fibre peripheral neuropathy, [small fibre neuropathy] sjogren syndrome, [sjogren's syndrome] dysautonomia (heart, digestion, sweating, bladder) [dysautonomia] gastroparesis [gastroparesis] dysuria [dysuria] detrusor hypocontactibility [hypotonic urinary bladder] lymphatic disorder (limb swelling) [swelling of limb] proprioceptive ataxia in 4 limbs [ataxia] myalgic encephalomyelitis [myalgic encephalomyelitis] post exercise malaise [malaise] mast cell activation syndrome [mast cell activation syndrome] cognitive problems such as mild cognitive impairment [mild cognitive impairment] weight gain [weight gain] pre-diabetes [pre-diabetes] lesions under the right breast and in the left axilla of around 4mm in diameter [skin lesion] pain in the right hypochondrium [hypochondrium pain right] cervico-brachial neuralgia [cervicobrachialgia] dental problem [tooth disorder] mechanical ribs pain [rib pain] heart can lead to very complicated situations, such as a heart rate that can go up to 200 for a very small effort and drop back down to 40 [heart rate abnormal]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 16-sep-2025. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("significant pain that is always present without respite and prevents a normal life.") In a 39-year-old female patient who had essure inserted (lot no. 627446) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of spontaneous abortion (3), pericarditis, twin pregnancy, antiphospholipid syndrome and parity 5. Previously administered products included: cerazette for contraception and colchimax and aspegic. Past adverse reactions to the above products included: heaviness in the legs with cerazette. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the day of essure insertion, she experienced abdominal pain ("abdominal pain"), adnexa uteri pain ("ovaries pain"), heavy menstrual bleeding ("haemorrhagic periods"), back pain ("lumbar pain/back pain"), sacral pain ("sacrum pain"), pain in extremity ("legs pain / feet pain/hands , arms pain"), neck pain ("neck pain"), fibromyalgia ("fibromyalgia"), arthralgia ("joint & muscle pain"), joint range of motion decreased ("blocking of certain hip movements (no longer possible to put on socks, for example)"), adenomyosis ("adenomyosis"), endometriosis ("deep endometriosis"), headache ("headaches (night and day)"), hypertension (" hypertension at one poin"), postural orthostatic tachycardia syndrome ("postural orthostatic tachycardia syndrome"), tachycardia ("tachycardia"), bradycardia ("bradycardia"), rosacea ("rosacea"), alopecia areata ("alopecia areata"), small fibre neuropathy ("small fibre peripheral neuropathy,"), sjogren's syndrome ("sjogren syndrome,"), autonomic nervous system imbalance ("dysautonomia (heart, digestion, sweating, bladder)"), impaired gastric emptying ("gastroparesis"), dysuria ("dysuria"), hypotonic urinary bladder (" detrusor hypocontactibility"), peripheral swelling ("lymphatic disorder (limb swelling)"), ataxia (" proprioceptive ataxia in 4 limbs"), chronic fatigue syndrome ("myalgic encephalomyelitis"), malaise ("post exercise malaise"), mast cell activation syndrome (" mast cell activation syndrome"), cognitive disorder (" cognitive problems such as mild cognitive impairment"), glucose tolerance impaired ("pre-diabetes"), skin lesion ("lesions under the right breast and in the left axilla of around 4mm in diameter"), abdominal pain upper ("pain in the right hypochondrium"), cervicobrachial syndrome ("cervico-brachial neuralgia"), tooth disorder ("dental problem") and musculoskeletal chest pain ("mechanical ribs pain") and was found to have histiocytosis ("cutaneous histiocytosis group"), weight increased ("weight gain") and heart rate abnormal ("heart can lead to very complicated situations, such as a heart rate that can go up to 200 for a very small effort and drop back down to 40"). On unknown date she experienced pelvic pain (seriousness criterion medically important). The patient was treated with colchimax (colchicine, papaver somniferum powder, tiemonium methylsulphate), aspegic (acetylsalicylate lysine), mopral (omeprazole) and lovenox (enoxaparin sodium). Essure treatment was not changed. At the time of the report, the pelvic pain, autonomic nervous system imbalance and heart rate abnormal had not resolved. The outcomes for abdominal pain, adnexa uteri pain, heavy menstrual bleeding, back pain, sacral pain, pain in extremity, neck pain, fibromyalgia, arthralgia, joint range of motion decreased, adenomyosis, endometriosis, headache, hypertension, postural orthostatic tachycardia syndrome, tachycardia, bradycardia, histiocytosis, rosacea, alopecia areata, small fibre neuropathy, sjogren's syndrome, impaired gastric emptying, dysuria, hypotonic urinary bladder, peripheral swelling, ataxia, chronic fatigue syndrome, malaise, mast cell activation syndrome, cognitive disorder, weight increased, glucose tolerance impaired, skin lesion, abdominal pain upper, cervicobrachial syndrome, tooth disorder and musculoskeletal chest pain were unknown. The reporter considered abdominal pain, abdominal pain upper, adenomyosis, adnexa uteri pain, alopecia areata, arthralgia, ataxia, autonomic nervous system imbalance, back pain, bradycardia, cervicobrachial syndrome, chronic fatigue syndrome, cognitive disorder, dysuria, endometriosis, fibromyalgia, glucose tolerance impaired, headache, heart rate abnormal, heavy menstrual bleeding, histiocytosis, hypertension, hypotonic urinary bladder, impaired gastric emptying, joint range of motion decreased, malaise, mast cell activation syndrome, musculoskeletal chest pain, neck pain, pain in extremity, pelvic pain, peripheral swelling, postural orthostatic tachycardia syndrome, rosacea, sacral pain, sjogren's syndrome, skin lesion, small fibre neuropathy, tachycardia, tooth disorder and weight increased to be related to essure administration. The reporter commented: my life has been ruined by these implants. I received no information from the hospital that fitted them in me, nor from my gynecologist, whom I still see. It's a scandal! I have planned a removal this year. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 130 kg. [Abdominal x-ray] on (B)(6) 2009: both implants are visible. [Histology] (date unknown): this is indeed statistically associated with antiphospholipid syndrome and does not justify any special management [ultrasound abdomen] (date unknown): without any major unusual findings case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Significant pain that is always present without respite and prevents a normal life. [Pelvic pain female]. Abdominal pain [abdominal pain]. Ovaries pain [pain ovarian]. Haemorrhagic periods [heavy periods]. Lumbar pain/back pain [lumbar pain]. Sacrum pain [sacral pain]. Legs pain / feet pain/hands, arms pain [pain in extremity]. Neck pain [neck pain]. Fibromyalgia [fibromyalgia]. Joint & muscle pain [arthromyalgia]. Blocking of certain hip movements (no longer possible to put on socks, for example) [joint range of motion decreased]. Adenomyosis [adenomyosis]. Deep endometriosis [endometriosis]. Headaches (night and day) [headache]. Hypertension at one poin [hypertension]. Postural orthostatic tachycardia syndrome [postural orthostatic tachycardia syndrome]. Tachycardia [tachycardia]. Bradycardia [bradycardia]. Cutaneous histiocytosis group [histiocytosis]. Rosacea [rosacea]. Alopecia areata [alopecia areata]. Small fibre peripheral neuropathy, [small fibre neuropathy]. Sjogren syndrome, [sjogren's syndrome]. Dysautonomia (heart, digestion, sweating, bladder) [dysautonomia]. Gastroparesis [gastroparesis]. Dysuria [dysuria]. Detrusor hypocontactibility [hypotonic urinary bladder]. Lymphatic disorder (limb swelling) [swelling of limb]. Proprioceptive ataxia in 4 limbs [ataxia]. Myalgic encephalomyelitis [myalgic encephalomyelitis]. Post exercise malaise [malaise]. Mast cell activation syndrome [mast cell activation syndrome]. Cognitive problems such as mild cognitive impairment [mild cognitive impairment]. Weight gain [weight gain]. Pre-diabetes [pre-diabetes]. Lesions under the right breast and in the left axilla of around 4mm in diameter [skin lesion]. Pain in the right hypochondrium [hypochondrium pain right]. Cervico-brachial neuralgia [cervicobrachialgia]. Dental problem [tooth disorder]. Mechanical ribs pain [rib pain]. Heart can lead to very complicated situations, such as a heart rate that can go up to 200 for a very small effort and drop back down to 40 [heart rate abnormal]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 16-sep-2025. The most recent information was received on 24-sep-2025. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("significant pain that is always present without respite and prevents a normal life.") In a 39 year-old female patient who had essure inserted (lot no. 627446) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of spontaneous abortion (3), pericarditis, twin pregnancy, antiphospholipid syndrome and parity 5. Previously administered products included: cerazette for contraception and colchimax and aspegic. Past adverse reactions to the above products included: heaviness in the legs with cerazette. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the day of essure insertion, she experienced abdominal pain ("abdominal pain"), adnexa uteri pain ("ovaries pain"), heavy menstrual bleeding ("haemorrhagic periods"), back pain ("lumbar pain/back pain"), sacral pain ("sacrum pain"), pain in extremity ("legs pain / feet pain/hands , arms pain"), neck pain ("neck pain"), fibromyalgia ("fibromyalgia"), arthralgia ("joint & muscle pain"), joint range of motion decreased ("blocking of certain hip movements (no longer possible to put on socks, for example)"), adenomyosis ("adenomyosis"), endometriosis ("deep endometriosis"), headache ("headaches (night and day)"), hypertension (" hypertension at one poin"), postural orthostatic tachycardia syndrome ("postural orthostatic tachycardia syndrome"), tachycardia ("tachycardia"), bradycardia ("bradycardia"), rosacea ("rosacea"), alopecia areata ("alopecia areata"), small fibre neuropathy ("small fibre peripheral neuropathy,"), sjogren's syndrome ("sjogren syndrome,"), autonomic nervous system imbalance ("dysautonomia (heart, digestion, sweating, bladder)"), impaired gastric emptying ("gastroparesis"), dysuria ("dysuria"), hypotonic urinary bladder (" detrusor hypocontactibility"), peripheral swelling ("lymphatic disorder (limb swelling)"), ataxia (" proprioceptive ataxia in 4 limbs"), chronic fatigue syndrome ("myalgic encephalomyelitis"), malaise ("post exercise malaise"), mast cell activation syndrome (" mast cell activation syndrome"), cognitive disorder (" cognitive problems such as mild cognitive impairment"), glucose tolerance impaired ("pre-diabetes"), skin lesion ("lesions under the right breast and in the left axilla of around 4mm in diameter"), abdominal pain upper ("pain in the right hypochondrium"), cervicobrachial syndrome ("cervico-brachial neuralgia"), tooth disorder ("dental problem") and musculoskeletal chest pain ("mechanical ribs pain") and was found to have histiocytosis ("cutaneous histiocytosis group"), weight increased ("weight gain") and heart rate abnormal ("heart can lead to very complicated situations, such as a heart rate that can go up to 200 for a very small effort and drop back down to 40"). On unknown date she experienced pelvic pain (seriousness criterion medically important). The patient was treated with colchimax (colchicine, papaver somniferum powder, tiemonium methylsulphate), aspegic (acetylsalicylate lysine), mopral (omeprazole) and lovenox (enoxaparin sodium). Essure treatment was not changed. At the time of the report, the pelvic pain, autonomic nervous system imbalance and heart rate abnormal had not resolved. The outcomes for abdominal pain, adnexa uteri pain, heavy menstrual bleeding, back pain, sacral pain, pain in extremity, neck pain, fibromyalgia, arthralgia, joint range of motion decreased, adenomyosis, endometriosis, headache, hypertension, postural orthostatic tachycardia syndrome, tachycardia, bradycardia, histiocytosis, rosacea, alopecia areata, small fibre neuropathy, sjogren's syndrome, impaired gastric emptying, dysuria, hypotonic urinary bladder, peripheral swelling, ataxia, chronic fatigue syndrome, malaise, mast cell activation syndrome, cognitive disorder, weight increased, glucose tolerance impaired, skin lesion, abdominal pain upper, cervicobrachial syndrome, tooth disorder and musculoskeletal chest pain were unknown. The reporter considered abdominal pain, abdominal pain upper, adenomyosis, adnexa uteri pain, alopecia areata, arthralgia, ataxia, autonomic nervous system imbalance, back pain, bradycardia, cervicobrachial syndrome, chronic fatigue syndrome, cognitive disorder, dysuria, endometriosis, fibromyalgia, glucose tolerance impaired, headache, heart rate abnormal, heavy menstrual bleeding, histiocytosis, hypertension, hypotonic urinary bladder, impaired gastric emptying, joint range of motion decreased, malaise, mast cell activation syndrome, musculoskeletal chest pain, neck pain, pain in extremity, pelvic pain, peripheral swelling, postural orthostatic tachycardia syndrome, rosacea, sacral pain, sjogren's syndrome, skin lesion, small fibre neuropathy, tachycardia, tooth disorder and weight increased to be related to essure administration. The reporter commented: my life has been ruined by these implants. I received no information from the hospital that fitted them in me, nor from my gynecologist, whom I still see. It's a scandal! I have planned a removal this year. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 130 kg. [Abdominal x-ray] on (B)(6) 2009: both implants are visible. [Histology] (date unknown): this is indeed statistically associated with antiphospholipid syndrome and does not justify any special management [ultrasound abdomen] (date unknown): without any major unusual findings. Batch number: 627446; manufacture date: 30-jun-2008; expiration date: 30-jun-2010. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 24-sep-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received, the investigation might lead to destruction of the sample if required to perform a proper analysis.